Event description:
The svc report shows while performing the 7200 performance verification alarm test the nellcor puritan bennett customer support engineer (cse) tapped on the alarm housing and the alarm volume got louder as it was not a full volume to begin with. The cse inspected the device and replaced the alarm assembly. It is not verified that the audible alarm ever malfucntioned while it was on a pt and no malfunction may have taken place. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this rport.